Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirms that the device was overheating gradually prior to use. Because the drill could not be used, a hand tool was used for the procedure. There was no patient impact.

Manufacturer narrative:
Product evaluation: the device was received in service and repair for evaluation. Pre-repair temperature testing could not be performed; the motor will not turn due to corrosion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the handpiece was overheating. There was no patient impact.